Event description:
It was reported that the device had a power on reset; high voltage therapy was unavailable. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was found in backup mode following an MRI. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.